Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. E.1. Initial reporter establishment name: (B)(6). Documented here due to character limitation in respective field.

Event description:
It was reported the image of the colonovideoscope did not display when connected to facilities video system center. The issue occurred during inspection for use. There were no reports of patient involvement.